Event description:
Endometrial ablation - hologics, for heavy bleeding, increasing pelvic pain which is excruciating. Leading to blood buildup on uterus as no where for the blood to go. Several trips to a&e and resulting in a hysterectomy. Product should be banned. A barbaric procedure, sold like it will fix women's menstrual problems. Advertising very misleading and most women one third to half end up having a hysterectomy. Barbaric procedure. Never had pelvic pain prior to this in my life. Barbaric procedure. "Burning if the uterus." FDA safety report ID# (B)(4).